Event description:
It was reported that the patient had his device for frequent urination and going to the bathroom a lot due to interstitial cystitis which also caused pain. The patient¿s pain was not a device or therapy related issue and he was on medication for the pain. The caller explained the patient¿s device, which was implanted 2013-(B)(6), worked well until 2014-(B)(6) at which time the implantable neurostimulator (ins) and lead were damaged resulting in the battery not working right and lead not responding. The amplitude was bumped to 8.5v at that time. The system was replaced and was working well for urinary symptoms.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).